Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument for one pt. The initial result of 7.29 ng/ml was reported out of the lab. The pt was redrawn 8 hours later and an accu tni result of 0.04 ng/ml was obtained. The customer then re-tested the initial draw and repeated result was 0.04 ng/ml. The pt was admitted to the iccu after the erroneously high accu tni result was obtained where heparin infusion began and metoprolol loaded with plavix was administered.

Manufacturer narrative:
Qc was within specifications during the time of the event. A system check performed in 2008, after the event, met specifications. The customer reported no instrument issues. The customer collects samples in plastic greiner lithium heparin tubes with gel. The sample was centrifuged for 3 minutes at room temperature in a stat spin centrifuge. The customer visually inspected the sample and reported the quality to be good. The specimen was sampled from a sample cup. A field service engineer (fse) was dispatched. The fse performed a diagnostic system check which failed. The fse performed a preventive maintenance (pm) to the instrument. The fse also noted a dirty substrate probe and a piece of a label found in the wash carousel. The fse ran a system check which passed. A clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.